Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency department due to chest pain. It was noted that the patient had a mild effusion. The patient later reported experiencing shortness of breath and had a pericardiocentesis performed. A subsequent echocardiogram was performed two days after the pericardiocentesis and no further effusion was noted. The patient's right atrial (ra) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.